Event description:
Customer reported issues with the insulin pump. Customer states that sensors were not inserting properly. Customer also states that emergency medical service were at his house. At one point the blood glucose reading was below 20 mg/dl. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.